Event description:
It was reported that the patient was having pain at the ipg site with soreness. The patient underwent an explant procedure. The explanted device was discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8452700. Model: sc-8452-70. Serial: (B)(4). Batch: 7070204.